Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unable to verify motor error alarms due to keypad anomaly. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and unresponsive buttons. The blood glucose reading was 86 mg/dl. No significant events leading to the alarm were observed. The customer stated that the device alarmed motor error and after he cleared the alarm, he received the button error alarm. He attempted to remove and replace the battery but this did not resolve the issue. Advised discontinuation of the insulin pump. Nothing further reported.